Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation that the 'video connector cannot be connected' was confirmed. Additionally, during the evaluation, it was found that the image is not displayed. Based on the results of the investigation, it is likely that the issue of 'video connector cannot be connected' is due to damage to the video connector. Additionally, the issue of 'the image is not displayed' is likely due to wear on the locking part of the video connector, which is affecting signal transfer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center's port plugs were broken and could not be connected. The issue occurred after an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.